Event description:
Information received from the field notes that the patient's ventricular rate dropped down to the 40's. A chest x-ray showed that the lead had dislodged. After repositioning, normal pacing was observed.